Manufacturer narrative:
This report is submitted on october 19, 2022.

Event description:
Per the clinic, the patient experienced migration of the electrode array (specific date not reported). The patient underwent a revision surgery (specific date not reported) to reposition the device. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.